Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was observed on several conductors as well as in/on the helix/lobe mechanism. The defib conductor was distorted. The inner tubing was kinked/buckled and the outer tubing overlay was breached cut. Apparent explant damage was noted.

Event description:
It was reported that the lead was positioned in the septum, tested, and then repositioned to the apex due to testing took greater than 35j. The lead remains in use. No patient complications have been reported as a result of this event.